Manufacturer narrative:
Section b2 and d4: correction manufacturer's investigation conclusion: a direct correlation between the reported epistaxis and the heartmate (hm) 3 left ventricular assist system (lvas) serial number (B)(6) could not be conclusively established through this investigation. Multiple requests for additional information have been sent to the account; however, no response has been received the patient remains ongoing on hm3 support with no further bleeding issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. This document lists the adverse events and potential complications associated with the hm3 lvas. Bleeding is listed as an adverse event that may be associated with the use of hm3 lvas therapy. Section 6 of this document also provides guidance for managing anticoagulation strategies for patients on hm3 lvas therapy. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date is estimated. Event originally captured under MFR # 2916596-2020-03554. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced epistaxis post vad implantation. Aspirin was ceased.